Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the distal portion of the posterior branch of a tortuous rca, the adante balloon lost pressure at 10 atm's on the second inflation. (The initial inflation was also to 10 atm's.) The pt was asymptomatic during this event. A guidant bmw(c) guidewire and a getz brothers neat guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The procedure was successfully completed. Pt status is reported as 'good'.